Manufacturer narrative:
Intuitive surgical inc., (isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. The problem was caused by the axis-4 camera mount ring having excessive play due to worn and/or damaged bearings. This play could cause difficulties installing and/or removing the camera itself and it may cause unsteady movement. The bearings will be replaced as a fix. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon noted a jerky movement on the endoscopic camera manipulator (ecm). The customer noted that the c-ring was wobbly and it also appeared to be plastic stuck under a silver strip on the ecm. The customer was instructed to attempt an emergency stop fault override but there was no change. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. The intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and replaced the endoscopic camera manipulator (ecm) to correct the reported issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.